Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection device was discarded, and the reported failure was confirmed based on customer allegation. A root cause could not be identified. Based on the results of the investigation, as per customer allegation the most probable cause of the malfunction is that the device was damaged and scratched by another device which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken alarm. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.